Event description:
They were performing a stent placement and once the stent exited the catheter and entered the artery, the stent became dislodged from the balloon. We were able to retrieve the stent with the catheter through the sheath, and then continue with the procedure.what was the original intended procedure?stent placement.device #1is this a laboratory device or laboratory test?no.